Manufacturer narrative:
This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe tooth fracture (cracking).

Event description:
The customer reported tooth #29 cracked while wearing the aligners. The customer has not required medical intervention. Aligner treatment has not been discontinued.